Event description:
Sterile barrier of the pouch containing the femoral implant was compromised. The implant was autoclaved causing a 30 minute delay in surgery.

Manufacturer narrative:
Sterile barrier of the pouch containing the femoral implant was compromised. The implant was autoclaved causing a 30 minute delay in surgery. The packaging was returned and a small puncture was observed on the inner pouch and outer pouch. Review of eth device history record indicates that the device was mfg to specification. All processing steps were completed successfully. Based on initial investigation, this appears to be an isolated incident.